Event description:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("the foreign-body material was removed") in a female patient who had essure inserted for permanent contraceptive tubal implant. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted (intra-uterine). On (B)(6) 2020, 3035 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with non-drug therapy (essure removal). The reporter considered medical device removal to be related to essure administration. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("the foreign-body material was removed") in a female patient who had essure inserted for permanent contraceptive tubal implant. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted (intra-uterine). On (B)(6) 2020, 3035 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with non-drug therapy (essure removal). The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 23-nov-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a consumer (subsequently medically confirmed) and describes the occurrence of menstruation irregular ("irregulare menses") and uterine polyp ("endometrial polyp") in a 49 year-old female patient who had essure inserted for permanent contraceptive tubal implant. Additional non-serious events are detailed below. The patient had a medical history of antiphospholipid syndrome, abortion, nulliparous and gravida I. As concurrent condition the report mentioned overweight. On (B)(6) 2012, the patient had essure inserted. An unknown time later she experienced menstruation irregular (seriousness criterion intervention required), uterine polyp (seriousness criterion medically important), fatigue ("extreme fatique / fatique"), brain fog ("brainfog") and menopausal symptoms ("climacterial"). Essure was removed on (B)(6) 2020. The patient was treated with non-drug therapy (laparoscopic salpingectomy with partial cornual resection and polypectomy). The reporter considered brain fog, fatigue, menopausal symptoms, menstruation irregular and uterine polyp to be related to essure administration. The reporter commented: removal of essure was performed at the patient's request. The primary reason was the adverse events, but it was performed secondary to other gynecological surgery (polypectomy). No follow-up available 6 or more months following essure removal. Discrepancy noted in essure insertion and removal dates : (B)(6) 2012 and (B)(6) 2020. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 26.174 kg/sqm. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: essure device removal questionnaire received. Patient¿s details and medical history were provided. It was confirmed that the essure was inserted on (B)(6) 2012 and removed on (B)(6) 2020. The removal was performed at the patient¿s request and the method was laparoscopic salpingectomy with partial cornual resection. Furthermore, the events irregular menses, endometrial polyp, extreme fatigue, brain fog and climaterial were added. The event medical device removal has been deleted and the reason for essure removal considered as the irregular menses. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("the foreign-body material was removed") in a 49 year-old female patient who had essure inserted for permanent contraceptive tubal implant. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted (intra-uterine). On (B)(6) 2020, 3035 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with non-drug therapy (salpingectomy). On (B)(6) 2020, the event had resolved. The reporter considered medical device removal to be related to essure administration. The reporter commented: discrepancy noted in essure insertion date: (B)(6) 2012. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 28-apr-2023: event outcome updated to recovered resolved. Patient date of birth , reporter information added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.